Event description:
It was reported that the ilet wake/sleep button was unresponsive, preventing the screen from waking after timeout, and that this issue had persisted since initial setup; the user was able to temporarily restore function with an app-initiated restart but the button again failed to respond, consistent with a key or button not working and involving the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with a button key input, implicating the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.